Event description:
It was reported that while using bd affirm¿ vpiii microbial identification test, there was one false positive of a patient result. No patient impact reported. The following information was provided by the initial reporter: "customer reports one patient positive for all targets while using cat 446252 lot 3102251."

Manufacturer narrative:
H.6. Investigation summary: this complaint was not confirmed. Quality initiated an investigation on customer claim of one patient positive for all targets on affirm test. Based on a review of the device history record for incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.  Functional testing was performed on retention samples with satisfactory results. Photo provided by the customer shows blue color on gardnerella bead. No returned good sample was available. This complaint has not been confirmed for the indicated failure mode of affirm false positive. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd affirm¿ vpiii microbial identification test, there was one false positive of a patient result. No patient impact reported. The following information was provided by the initial reporter: "customer reports one patient positive for all targets while using cat 446252 lot 3102251."